Event description:
It was reported that the patient presented in the clinic for the device upgrade procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited loss of capture. X-ray and fluoroscopy confirmed that the lead had dislodged. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.